Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was performed, and it confirmed that the event is defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support an acceptable risk benefit profile for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the conclusion code adverse event related to procedure was selected as the most probable complaint cause based on the information available. Based on the reported event, the most likely contributing factors include procedure related challenges such as device to device interaction and or the application of excessive force during attempts to free the entrapped imaging catheter. These factors likely led to the stent being damaged, dislodged from its position, and migrating post deployment. No evidence was identified to suggest a manufacturing or design deficiency related to the device.

Event description:
It was reported that a stent migration occurred. An opticross hd imaging catheter was selected for intravascular ultrasound examination. After placement of the synergy xd 2.5 x 20 stent, ivus examination was performed, and it was noted that the ivus catheter became stuck within the stent. It could neither be advanced nor withdrawn; therefore, the proximal portion was cut, and the imaging core was removed, and an 0.018-inch guidewire was inserted. The entrapment was then resolved, but the stent had migrated. It was noted that during the procedure the ivus catheter was kinked. The procedure was completed. No patient complications were reported.

Event description:
It was reported that a stent migration occurred. An opticross hd imaging catheter was selected for intravascular ultrasound examination. After placement of the synergy xd 2.5 x 20 stent, ivus examination was performed, and it was noted that the ivus catheter became stuck within the stent. It could neither be advanced nor withdrawn; therefore, the proximal portion was cut, and the imaging core was removed, and an 0.018-inch guidewire was inserted. The entrapment was then resolved, but the stent had migrated. It was noted that during the procedure the ivus catheter was kinked. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.